Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Programming history was received and reviewed and revealed high lead impedance on (B) (6) 2008 on a system diagnostic test for the pt. The physician was contacted with the info, and attempts to have x-rays sent for review are underway.